Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone that the insulin pump was alarming an insulin flow blocked. The caller stated the alarm also occurred on (B)(6) 2017 and they had to change the infusion set about six times. The customer¿s blood glucose level during the incident was about 200 mg/dl. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer did not have the product in question to return. The customer was advised to change out their current infusion set. They were able to run a bolus without the insulin flow blocked alarm recurring. The product will be returned for analysis.